Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ micro pen needles the needle was difficult to attach. The following information was provided by the initial reporter: lately, we observed some issues with our (existing and proven) pen and some types of bd needles (e.g. Ultrafine 31gx8mm). Once more we are currently not able to provide evidence that the two devices fit together and meet the requirements. Therefore we are not able to include your needle in the specification with one us b2b customer.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023. Investigation summary: thirty-nine sealed 32g x 6mm pen needles were returned from lot no. 1334600, cat. No. 320749. Magnified visual examination (30x) and a functionality test was carried out on thirty of the returned samples and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that during use with an unspecified amount of bd ultra-fine¿ micro pen needles the needle was difficult to attach. The following information was provided by the initial reporter: lately, we observed some issues with our (existing and proven) pen and some types of bd needles (e.g. Ultrafine 31gx8mm). Once more we are currently not able to provide evidence that the two devices fit together and meet the requirements. Therefore we are not able to include your needle in the specification with one us b2b customer.